Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced trouble with distance vision. The iol was exchanged for a monofocal lens model 1 month 28 days following the initial implant procedure. Additional information was received stating the patient's issue was resolved.